Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified and moderately tortuous lesion in the right coronary artery. The 10mm x 2.50mm wolverine coronary cutting balloon ruptured on the second inflation at approximately seven atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. Device returned to manufacturer: the wolverine balloon was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis, the returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a balloon pinhole which was located in the mid-section of the proximal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified and moderately tortuous lesion in the right coronary artery. The 10mm x 2.50mm wolverine coronary cutting balloon ruptured on the second inflation at approximately seven atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.